Manufacturer narrative:
A partial lead with the connector pin measuring 18.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the operating room for an extraction of the system. Perforation was observed before the laser lead could advance over the rv coil. Emergent sternotomy was performed. The patient is in stable condition, but remains on a ventilator in the ICU.